Manufacturer narrative:
D4 & h4: serial number, catalog, model, unique device identifier and manufacturer date not available. E.1 initial reporter facility name: (B)(6). Upon investigation of the actual device used in this incident, it was determined that the data sync service 1.6.1 did not start. A technical support specialist (tss) observed that after prod test copy, se was unable to start the data synchronization (datasync) service. Logs showed the error: no sync server key found for the corresponding server machine. Stopping sync server service. Datasync logs also indicated the service was attempting to reach the server fqdn rather than the alias. Updated the sav in core.server to srv 14 000762.regional.reg14.rtss.qc.ca. After update, the datasync service started successfully and is now running normally. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es data synchronization service 1.6.1 did not start after a prod to test because the sync server key was not found. However, there were no delays or adverse events or injuries reported based on this event.